Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An 8.0 x 40, 75cm mustang was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured vertically at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.